Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of cardiogenic shock, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported physical resistance appears to be due to procedural conditions due to the gripper of the clip becoming caught on the fibrous tissue surrounding the previously implanted clip. The reported patient effect of cardiogenic shock appears to be related to patient/procedural conditions and due to the patients existing cardiomyopathy and the anesthesia. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This event is filed for the cardiogenic shock. It was reported that on (B)(6) 2013, the patient underwent a mitraclip procedure, treating functional mitral regurgitation. One clip was implanted and the mitral regurgitation (mr) was reduced from grade 4+ to 1+. On (B)(6) 2016, transesophageal echocardiogram (tee) noted increased mr, from grade 1+ to grade 3-4+ due to disease progression. The clips were noted to be well attached to the leaflet walls. On (B)(6) 2017, the patient underwent a second mitraclip procedure. During advancement of the first clip, the grippers of the clip momentarily caught on the fibrous tissue around the previously implanted clip. Standard troubleshooting maneuvers were performed and the grippers were easily removed from the tissue. The clip was implanted without issue. A second clip was implanted without issue. The mitral regurgitation was reduced from grade 3-4+ to trace to mild. All mitraclip devices were removed from the patient. About 10-15 minutes post procedure, the patient went into cardiogenic shock. Cardiopulmonary resuscitation was started and the patient was put on an intra-aortic balloon pump and intubated. Epinephrine and dobutamine were administered and the patient was transferred to the intensive care unit. It was thought that the pre-existing cardiomyopathy combined with the anesthesia caused the carbon dioxide partial pressure (pco2) to increase resulting in acidosis. One day post procedure, the balloon pump was removed and the patient was extubated. The event was noted to be resolved. Sometime after that, the patient was discharged. No additional information was provided.